Event description:
It was reported that during an implant procedure involving a leadless implantable pulse generator (ipg) av2, the first ipg exhibited high impedance and was placed mid-septal but became lodged in the introducer. At this time, the circulating nurse noted they could not get a blood pressure. The implanter proceeded with a second ipg, which also failed to capture at 5v @ 1ms. Throughout the procedure, there was no detectable blood pressure or pulse. The patient experienced pulseless electrical activity and episodes of ventricular tachycardia/ventricular fibrillation, leading to external shocks being administered approximately six times. Despite these efforts, the patient went into cardiac arrest and was declared deceased. An echocardiogram conducted during the code indicated no sign of effusion.'

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.